Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product, and also stated that imaging indicated fluid in both breasts".

Event description:
Healthcare professional reported "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product, and also stated that imaging indicated fluid in both breasts". Device remains implanted. This is the left side record.

Event description:
Healthcare professional reported "capsular contracture", baker grade IV. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Visual evaluation: visual analysis ((B)(6) 2020) of the photographs identified a device seems to be intact since there are no openings through photography and at the same time it has white biological tissue and seems to have a needle in which it has gel inside. Labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Visual analysis ((B)(6) 2020) of the photographs identified: biological tissue and device is seen intact. Device patch with lot number: 2358704. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.